Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion and that the device meets the expected longevity.

Event description:
It was reported that there was no pacing output on the device. The device has reached end of life. The patient had not been followed by a physician for years. The device was explanted and replaced. No patient complications have been reported as a result of this event.